Manufacturer narrative:
Updated to include investigation information.

Manufacturer narrative:
Medwatch mw5159746 reported "an 18fr 10ml coude foley catheter balloon would not inflate during placement. Pa (physician assistant) attempted placement of another of the same 18fr coude foley and the balloon only inflated halfway and would not deflate for removal. Pa then had to cut the catheter with scissors to allow the balloon to deflate for removal. A new 16fr foley catheter was then placed without difficulty.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon would not inflate.